Event description:
It was reported that during a lap cholecystectomy, the clips were ejected from the jaws. A like device was used to finish the procedure. No pt consequence.

Manufacturer narrative:
Date sent: 05/29/2008. Info anticipated, but unavailable at this time.